Event description:
Patient representative reported "development of bia-alcl, significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, physical pain and suffering from explantation." This record will be for the left side. The device has been explanted. Pathological makers were not provided. The events of "emotional distress", "cellular damage and subcellular damage" and "suffering from explant surgery" are considered not device related.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: bia-alcl, emotional distress, accumulation of foreign and adulterated silicone particles in their bodies, inflammation, cellular damage, subcellular damage, physical pain and suffering from explant surgery.